Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, a loss of capture was observed on the left ventricular (lv) lead. The lv lead was suspected to be dislodged. The lv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Additional information received that the dislodgement of the left ventricular (lv) lead was confirmed with diagnostic imaging.